Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve was explanted approximately 9.5 months after implant due to severe valve stenosis and mild aortic insufficiency. It was reported that the patient had been seen at a different hospital than the implanting facility after exhibiting symptoms of hemolysis and receiving transfusions. An echocardiogram was performed and indicated that a suture had been placed around the valve¿s stent posts at the time of implant and was not removed prior to completion of the procedure. The valve was explanted and replaced with another manufacturer¿s valve with no subsequent adverse patient effects. The explanting facility¿s pathology report indicated that the commissure posts of this valve were found sutured together. The cusps appeared intact, but with an abundant amount of gray-pink soft tissue that may represent fibrous overgrowth. The adherent tissue did not appear calcified. The valve¿s cloth annulus was intact.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was received in a cinched position with a blue monofilament suture (the stent posts were deflected inward). Small needle holes in the sewing ring showed placement of implantation sutures. All leaflets were in the closed position with the free margin of all cusps resting on the coaptive ridge of the corresponding leaflet adjacent to the point of coapt. All leaflets were stiff due to host tissue on the outflow. Tiny tears on the tunica of the left and right cusps adjacent to the inflow margin of attachment appeared to be associated with the removal of host tissue. The leaflets were twisted on the inflow, possibly due to the deflected stent posts. All commissures were intact. A remnant of glistening off-white pannus remained attached to the tissue and base stitching adjacent to the non-coronary cusp extending one millimeter onto the inflow, showing a possible reduced inflow orifice area. Traces of pannus were observed in the right non-coronary inferior coaptive area and one to 1.5 millimeters onto the left cusp along the inflow margin of attachment. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Pinkish, off-white thrombotic-appearing host tissue filled and stiffened all leaflets on the outflow. Radiography showed trace mineralization in the non-coronary cusp. The analysis of the returned device confirmed the pre- and post-explant reports from the explanting facility that a suture had been placed around the valve¿s stent post at the time of implant and not removed prior to completion of the device implant procedure. This device is not manufactured or shipped in this condition, which appears to be a user-related alternative technique for cinching the device stent posts during implant. The analysis observation of leaflets appearing twisted on the inflow is possibly due to the deflected position of the stent posts. The posts remaining deflected during use would obstruct the blood flow path and likely lead to severe stenosis. The obstruction could also cause turbulent blood flow, leading to possible hemolysis or platelet activation. In addition, the obstruction and flow turbulence may not allow appropriate retrograde blood flow needed to close the valve leaflets completely, increasing the potential for central aortic insufficiency. Host tissue (pannus) and thrombus are generally considered patient-related conditions. Based on the received information and analysis results, the cause of the event was not related to a manufacturing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.